Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other and aic - controller failure (red alarm) has been completed. Apart from the controller failure (red alarm) due to a malfunction of the purge pressure sensor, no other purge-related issues were observed in either the logs or during the console testing. Hence, 'aic-purge issue-other' is a duplicate failure mode of 'aic-controller failure (red alarm). The root cause of the controller failure alarm was a malfunction of the purge pressure sensor.

Event description:
The user facility reported the automated impella controller (aic) alarmed ¿controller failure: the purge system has stopped, switch to back-up controller.¿ upon starting up the console. The console was then replaced. No patient harm was reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.